Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not using room temperature insulin. There was no reported impact to the customer¿s blood glucose level. Tandem technical support educated the customer that the insulin should be at room temperature before filling a cartridge. Customer loaded a new cartridge to resolve the issue.